Manufacturer narrative:
The device was received for investigation and the reported problem was confirmed. The internal carotid balloon appeared overstretched and deformed causing the balloon to only inflate in that area. It is possible that the balloon was inflated too rapidly or damaged from mishandling while the user prepared the device for use resulting in deformation that prevented the balloon from inflating concentrically. The IFU instructs the user to slowly inflate the balloons. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
During a carotid endarterectomy (cea) procedure for right carotid artery stenosis, no issues were noted with the balloon on the internal carotid artery side. However, when the balloon was inserted and inflated on the common carotid artery side, bleeding could not be controlled. Despite multiple attempts, including increasing the injection volume, the bleeding persisted. As the patient exhibited pronounced ischemic symptoms, conversion to simple clamping was not feasible. The procedure was continued under suction, and patch closure was ultimately performed. Significant bleeding occurred estimated at over 2000 cc necessitating a blood transfusion. Following the procedure, the balloon was examined outside the body and observed to be inflated only on one side. Since the complications in the procedure, no further injury or complications have been reported.